Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiovascular related complications, such as dissection and rupture, are known potential adverse patient effects per the device instructions for use (IFU). Vascular complications are typically related to patient factors (anatomy, comorbidities, etc.) And/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the patient anatomy was reported to be calcified. Additionally, it was reported that the minimum access vessel diameter was 5.2 millimeter (mm). As per the device IFU, ¿patients must present with transarterial access vessels with diameters that are =5.5mm¿. This indicates that the probable cause of the dissection was calcification and narrow patient anatomy. However, the cause of the vascular complications could not be conclusively determined with the available evidence and a relationship to the delivery catheter system (dcs) cannot be established at this time. There was no information to suggest a device quality deficiency or malfunction related to the rupture/dissection. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, via right access with a minimum blood vessel diameter of 5.2 mm, right lower extremity artery damage was observed. During the attempt to withdraw the delivery catheter system (dcs) from the patient¿s body, the physician noted the access vessel intima was sticking together. An angiogram with contrast showed a dissection and rupture. Subsequently, surgical repair was performed with the dcs still inside the patient¿s body. The physician attributed the injury to either the dcs or sheath. The patient anatomy was reported to be calcified. No additional adverse patient effects were reported.